Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9550014. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an intracranial atherosclerosis disease (icad) stenting procedure, the physician tried to deploy a 4.0mm x 30mm enterprise 2 stent (enc403000 / 9550014) through a headway® 21 microcatheter (terumo neuro), while advancing midway through the microcatheter, the physician felt ¿lot of resistance¿ and was unable to advance the stent. During the attempt to retrieve the stent, the physician also felt resistance and found that the stent had prematurely deployed in the microcatheter. The physician removed the stent and completed the case using an atlas® stent (stryker). There was no report of any negative impact on the patient. On 30-dec-2025, additional information was received. The information confirmed the concomitant microcatheter was a headway® 21 microcatheter (terumo neuro). No clinically significant delay in the procedure resulted from the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 04-feb-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.0mm x 30mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. As described in the event description, the stent was detached from the delivery system. No appearance of damage was observed. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The delivery wire underwent dimensional analysis, and the measurements that control the attachment and delivery of the stent were found within specifications. The reported issue regarding the high resistance felt while advancing the enterprise system could not be evaluated through functional testing. However, the detachment of the stent in the concomitant microcatheter suggests that in an attempt to overcome the difficulties while advancing/retracting the delivery wire; this was inadvertently disengaged from the delivery wire resulting in the premature detachment reported. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Based on this, the customer complaint was confirmed. It should be noted that, according to the instruction for use (IFU), the codman enterprise 2 vascular reconstruction device is designed for use under fluoroscopy with the prowler® select¿ plus infusion catheter, (a 0.021" inner diameter, 5 cm distal length infusion catheter manufactured by codman neuro). The ifus also caution that compatibility with other infusion catheters has not been established. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9550014. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The IFU does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.